Manufacturer narrative:
Qn# (B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 11-dec-2023 should be retracted.

Event description:
It was reported that: the protective sheath of the pulmonary catheter came apart while in the patient, as if it had broken. This resulted in the catheter becoming non-sterile and had to be removed. There was a delay to therapy but no other patient consequence.

Event description:
It was reported that: the protective sheath of the pulmonary catheter came apart while in the patient, as if it had broken. This resulted in the catheter becoming non-sterile and had to be removed. There was a delay to therapy but no other patient consequence.

Manufacturer narrative:
(B)(4).